Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported that the device started up by itself. The device ran with battery power while it had been unplugged. The customer reported the unit failed to start up even though the power button was pressed. The back mode was also not accessible. The customer reported errors relating to low inspiratory pressure alarm and oxygen not available alarm. During troubleshooting for this issue, the manufacturer's field service engineer confirmed an error related to over voltage protection (ovp) circuit failed. The device was not in use on a patient when the event occurred. The error was reported to have occurred during pre-use set up. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that the device started up on its own, and that the power button did not respond. During troubleshooting, an error related to over voltage protection (ovp) circuit failed also occurred. When the ovp circuit failed error occurred, it was reported that the unit did not shut down and continued to deliver air. An alarm also sounded in intervals. The user interface board was replaced to address the reported problem of unit powering up on its own, and the power button not responding. The motor controller board was replaced to address the ovp circuit failed error discovered during troubleshooting. After this repair, periodic maintenance was performed. The unit was checked overall, and functionally tested.

Manufacturer narrative:
It was reported during follow-up that the issue occurred during pre-use setup, and no delay in therapy was reported. No patient or user harm was reported. The user interface board pcba was received for failure investigation. The ui board was tested, and the customer complaint was not verified. No errors occurred during testing. No spurious on/off behavior occurred during extended testing.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2021. The motor controller board was received for investigation. During testing, several reported voltage failures were found, although the voltages were within specification. Testing checked for operation of the spi bus reporting status. It was found that chip select signal for adc u6 was never active. Checking u30 (bus mux) testing found no active outputs, while the inputs were active. After replacing u30, the ventilator worked normally. The customer's complaint was verified and the root cause was found to be failure of ic u30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.